Manufacturer narrative:
Product event summary:: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the right ventricular lead integrity alert. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert triggered for sensing integrity counter (sic) and high rate non-sustained events. Additionally, noise was reported. The lead was capped and replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.